Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient required an extended healing time, minimal corneal edema and was treated with drops.

Manufacturer narrative:
Additional information provided in d11, h3, h6, and h10. The lens was returned for evaluation. Solution and blood is dried on the lens. All product and batch history records are quality reviewed prior to product release. Unspecified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information was provided that the tear happened during the rotation of the iol. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), the patient experienced a tear in rhexis. The lens was removed and replaced during the initial procedure. Additional information was requested.